Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after performing a roux-en-y, using the device for the gastrojejunal anastomosis, the patient developed a stenosis in this region. The issue was treated with dilatation. No further patient information is available.